Manufacturer narrative:
The ckmb samples were collected in lithium heparin plasma tubes with a gel separator. The samples were analyzed from the automation line. All three levels of ckmb qc have been within the customer's established ranges. The customer stated to cts that there were no errors posted to the event log in conjunction with this event. Cts offered to have service come on-site for instrument verification but the customer declined. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc., (bec) regarding elevated creatine kinase-mb (ckmb) results generated by the unicel dxi 800 access immunoassay system for approximately eight (8) patients. Upon repeat, the ckmb results were within the normal reference range. The customer stated to customer technical service (cts) that the repeat testing is done on newly collected samples and on an alternate instrument. All other cardiac marker testing (troponin (accutni) and bnp) for these patients were within the respective normal reference ranges. Multiple attempts have been made to acquire patient result information; however, the customer is not willing to send that information to bec at this time. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.